Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned tissue expander. Visual analysis of the returned device revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed and it revealed a tear at the juncture bladder on the anterior view, located at 10 o'clock. Microscopic examination was performed and the cause of the rupture could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device 9753943 number, and no non-conformances were identified. Manufacturing date: 19/jul/2022, expiration date: 17/jul/2026.

Event description:
One ce med hgt te w/sut tabs 650cc was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned tissue expander. Visual analysis of the returned device revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed and it revealed a tear at the juncture bladder on the anterior view, located at 10 o'clock. Microscopic examination was performed and the cause of the rupture could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).